Event description:
It was reported that during a low anterior resection procedure, the electrode separated from the bottom jaw. It did not become completely detached, just lifted. No message displayed on the generator. Another device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.